Event description:
It was reported to hamilton medical ag that during ventilation, device will alarm panel connection lost. No intervention was required, and no serious injury or adverse health consequences to the patient were reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).the investigation is currently in progress.